Event description:
It was initially reported that on (B)(6) 2011 a vns patient received high impedance on a system diagnostic test. The patient had not reported trauma, and he was referred for replacement surgery. Further information revealed that on the date of surgical consult, (B)(6) 2011, diagnostics were performed again, still resulting in high impedance. X-rays were to be taken by the surgeon, but he was not going to send a copy to the manufacturer for review. The patient's generator was currently disabled. Also, the patient's mother indicated that she did not witness any trauma or manipulation, although, the patient is a very active individual. The patient subsequently underwent a revision surgery where both his leads and generator were replaced. However, the explanted material was discarded by the hospital. Consequently, manufacturer analysis of the product could not be performed.